Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, dust/dirt contamination was found inside the device. The device was scrapped after the evaluation was completed.